Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damages were noted on the distal edges of the tip. This type of damage is consistent with excessive force being applied on the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 545 mm distal from the distal end of the strain relief and multiple kinks were also noted along the hypotube shaft. The complaint report stated that the shaft snapped when the device was being loaded into the guide catheter. A review of the manufacturing process was carried out as part of the analysis to verify that the device conformed to preventive measures and controls prior to shipping. Before sterile packing of the device, the shaft goes through 100% visual and tactile inspection at the final inspection work-step. The hypotube break was most likely occurred due to excessive force that was applied on the delivery system. A visual and tactile examination of the device found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that it was the proximal end of the catheter shaft that was broken outside of the guide catheter and not the stent, as what was previously reported. The device was removed and the patient was discharged.

Manufacturer narrative:
Describe event or problem, name prefix, first name, last name and occupation updated. (B)(4).

Event description:
It was further reported that it was the proximal end of the catheter shaft that was broken outside of the guide catheter and not the stent, as what was previously reported. The device was removed and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 24 x 3.50 promus premier¿ drug eluting stent was selected for use; however, it was noted that the stent snapped. No patient complications were reported.